Manufacturer narrative:
The cable between the system control unit (scu) and positioning sensor unit (psu) was returned to the manufacturer for analysis and showed signs of physical damage. The cable had been pinched and cut at about 75 inches from the right angle lemo connector. Several internal conductors have been cut through. The reported event was confirmed. The cable was replaced and there were no further issues.

Event description:
A medtronic representative reported that the camera on the navigation system was cycling, and the status was flickering on and off. The medtronic representative checked connections and noticed damage to the camera cable. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued and a replacement cable was shipped to site on (B)(4) 2014. A medtronic representative replaced the part and performed a navigation system check-out. The system performed as intended. No parts have been received by the manufacturer for analysis.